Event description:
The physician successfully deployed a 3.0mm diameter x 24mm length endeavor rapid exchange (rx) drug-eluting stent to the proximal l. Anterior descending, following -pre-dilatation of the lesion with a 3.0mm diameter x 20mm length balloon. Following post-dilatation, 0% stenosis remained. The pt follow-ups at 30 days, 6 months and 9 months highlighted no issue with regard to the implanted stent. Approximately 11 months post-index procedure, the pt was hospitalized with an aggravation of wamble and with severe anaemia of hb6.0. Map4 blood infusion increased the result to hb9.3. A metastasizing tumor of the stomach was suspected as a black stool had been previously observed. Sodium ferrous citrate was prescribed and aspirin, plavix and warfarin were discontinued. No additional clinical sequelae reported.

Manufacturer narrative:
(B)(4). Eval results: bleeding.